Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: evia dr-t, ipg, implanted: (B)(6) 2014, 5076-58, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that during a procedure the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.